Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insufflation unit displayed front panel failure and overvoltage. The issue occurred during reprocessing for a diagnostic unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, light-emitting diode (led) lighting is presumed to be faulty due to a failure of the front panel unit. However, a definitive root cause could not be established. Olympus will continue to monitor the field performance of this device.